Event description:
(B)(4). Essure placed (B)(6) 2013 3 months after last pregnancy. During the 3 month period afterwards was on birth control pills by (B)(6) noticed behavioral problems. Beginning in december stopped birth control thought it was causing the mood swings. From then and until (B)(6) mood swings and behavior only got worse. In (B)(6) finally went to regular dr and was diagnosed with depression and anxiety. Never had this issue before. On meds for 9 months dr. Weaned me off and by 6 weeks I was miserable and my depression and anxiety was worst than it was before. I am now back on meds but still have some days with major swings in moods. My periods are cramps with very heavy bleeding (super tampon and heavy pad) with in less than an hour for 3 to 4 days. At end of period half dollar to quarter size clots sometimes bigger. Never had anything like this before either. I am also unable to lose the weight from my pregnancy, once I had essure put in my weight has been stuck. I was able to lose 5 pounds once on meds but can't lose this weight like I have been able to after my other pregnancy's.